Manufacturer narrative:
The system is routinely calibrated every 24 hours, and qc is run every 8 hours. Qc prior to the event was within the established ranges. The laboratory temperature is monitored and stable. A bci engineer cleaned the flow cell and electrolyte injection cup (eic), replaced several hardware components including the calcium, chloride, and sodium measuring electrodes. As of (B)(4) 2010, there were no more calls to hotline for the problems. A definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high sodium (na), potassium (k), and chloride (cl) patient results intermittently generated by unicel dxc 600i synchron access clinical system. The results were not reported out of the laboratory the high results were detected by the operator and the tests were repeated on an alternate analyzer. The repeated results were believable and reported out of the laboratory. There was no effect to patients or to the user.